Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the (B)(4) or return fields in (B)(4), the evaluation is identified as a controller/joystick/options / programming error. Dci operation turned off and other values set different from the factory settings per print.

Event description:
Per dealer, the chair is driving super slow and also driving while the charger is plugged in. Dealer eliminated joystick and batteries, replacing controller under warranty. No injury to customer.